Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium (na+) result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): initial result was 163, repeat, on another analyzer, was 144 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium result on the alinity c, serial number (B)(6), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The customer replaced the ict module, list number 09d28-04, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.